Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. The episode appeared to show oversensing, and the physician requested boston scientific support for an exercise test to review the vectors and provide a programming recommendation. Technical services discussed trying to reproduce the morphology change during the exercise test. In the shock episode, the patient's heart rate was elevated for 10-15 minutes before the shock was delivered, and it was recommended targeting a heart rate of around 150-160 bpm during the test. No adverse patient effects were reported outside of the inappropriate shock. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.